Manufacturer narrative:
The customer is calling back after receiving replacement cap. The customer states that they received a new battery cap and that only worked for a while because this morning the same error occurred. Found that the customer was receiving battery test failed and battery out limit alerts. The customer states the display went blank and then came back and then they could not deliver a bolus. The customer states they awoke to pump alarming failed battery test. Patient's bg at time of incident: 3.9 mmol/l. Bg details: n/a. Fail battery alarm recurred. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to back up plan and treat per health care professionals instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed battery out limit alarm. Customer's blood glucose was 21.5 mmol/l. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.